Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "I do not have any additional information and the site tossed the device."

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 60-year-old male presented with a myocardial infarction and several episodes of cardiac arrest. An impella cp was placed for stabilization and a percutaneous coronary intervention was performed. Following transfer to the intensive care unit, it was noted that the aortic pressure signal was temporarily off the aortic pressure. Position control revealed a position close to the posterior wall that wasn't changed due to the overall critical state of the patient. Hemodynamic support was not compromised and the patient suffered no consequences. Due to the severity of the underlying disease, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella while most likely to be caused by the underlying disease.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 serial number was corrected. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.